Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 2 bd luer-lok¿ tip syringes leaked saline and blood past the plunger during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "on two separate occasions in the last two weeks we had fluid from the 0.9% sodium chloride injection 10 ml syringe leak out of the plunger and sprayed onto my uniform. Once it was just saline and the most recent time had blood mixed with saline."